Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 500mg/dl and was recently hospitalized for a broken leg and not for high blood glucose. Customer indicated that the pump had a battery out limit alarm and a failed battery. Troubleshooting explained the alarm and customer indicated that they will call back after a new battery is installed. No further details given and no further troubleshooting was performed.